Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.25x12mm stent delivery system was returned for analysis. The device was returned with the stent damaged on its entire length. Stent struts from the distal region of the stent were slightly expanded and stent struts from mid to proximal region of the stent were damaged, lifted and pulled/bunched in a distal direction. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no signs of damage. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26feb2020. It was reported that crossing difficulties were encountered. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified eccentric first diagonal branch. A 2.25x12mm promus element plus drug-eluting stent was advanced but failed to cross lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.